Event description:
The hospital reported that during a saphenous vein harvesting procedure, two vasoview 7 units were found to have no co2 flow. A replacement device was used to complete the case. No patient complications were reported. On march 29, 2007, the investigation found out that the device problem was distal insufflation failure. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: from the investigation, the device does not meet distal insufflation flow rate specification; complaint is confirmed for co2 flow issue.